Event description:
It was reported that during the implant procedure, the catheter used with the left ventricular (lv) lead broke during slitting. The lead was withdrawn and then re-implanted with a new catheter. It was also reported that the lv lead dislodged when removing the other delivery catheter, resulting in high pacing thresholds. The lead was removed and successfully placed in a different location. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).